Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The consumer reported that while using the gauze, small fibers were identified to be flaking from the gauze. Their customer reported that the gauze had been unfolded once then folded in half and was being utilized to absorb blood upon making the incision.

Manufacturer narrative:
Submit date: 03/29/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the root cause was identified as the manufacturing process when the gauze roll is slit by crushing and subsequently cutting the gauze which generates some tiny lint and fraying on the cutting edge of the slit roll. The corrective actions taken are to optimize the slitting operation, changing the grey gauze roll folded width, and also incorporating a standard test using the shaking method to detect any potential linting. The complaint will be used for trending purpose.